Event description:
On 07/21, the patient was piccd for atb in a geriatric clinic, on 08/02 he was brought to the hospital because the catheter was fractured in the proximal portion close to the disc, it was necessary to change the catheter.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for evaluation. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.

Event description:
On (B)(6), the patient was piccd for atb in a geriatric clinic, on (B)(6) he was brought to the hospital because the catheter was fractured in the proximal portionclose to the disc, it was necessary to change the catheter.